Event description:
Same case as MFR report#: 2134265-2009-01359. Study. It was reported that 272 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated the 3.0x27mm, 75% stenosed proximal rca (right coronary artery). Treatment consisted of predilation using a 3.0x20mm balloon at 8 atm and placement of two taxus express2 stents (13.0x16mm at 16 atm and 3.0x24mm at 9 atm) resulting in 0% residual stenosis. Both stents were confirmed to be implanted properly by ivus (intravascular ultrasound). The pt was discharged four days post procedure on bufferin and panaldine. The pt returned 272 days post procedure with in-stent restenosis in the proximal to mid rca. The 3.0x10mm, 99% stenosed mid rca was treated with balloon dilation and placement of an unk size taxus express2 stent. The pt was discharged on day 274. Follow up on day 287 confirmed no problems.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records related to this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the dfu.